Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's insulin pump was beeping every 15 minutes, and the customer would be figure out why it was beeping. Customer's blood glucose level at the time 59mg/dl. No troubleshooting occured. No additional information was provided.